Manufacturer narrative:
The tech found the brake detent mechanism plastic was shattered. He replaced the brake detent to repair the bed.

Event description:
Info received indicates the brakes are faulty.